Event description:
It was reported that patinet presented with pain as a result of normal activity. X-ray showed a possible stem result of normal activity. X-ray showed a possible stem breaking. Revision procedure in 2001 verified that stem had broken at the cone junction.